Event description:
It was reported while using bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm (100 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported needles bent at non patient end during injection. Consumer also reported needle clog during injection, stated that there is no insulin flow. After investigating the needle clog, consumer realized that the non patient end needle was bent. Consumer does not re-use. Product component/issue/lot(s): --needle - pe / clogged / 2186588 --needle - npe / bent (during use) / 2186588.

Manufacturer narrative:
Additional information: imdrf annex a grid: a140801, a140901.

Event description:
It was reported while using bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm (100 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported needles bent at non patient end during injection. Consumer also reported needle clog during injection, stated that there is no insulin flow. After investigating the needle clog, consumer realized that the non patient end needle was bent. Consumer does not re-use. Product component/issue/lot(s): needle - pe / clogged / 2186588. Needle - npe / bent (during use) / 2186588.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-may-2023. H6: investigation summary the customer returned (3) open 32g 4mm pen needles, reporting needle clog. The pen needles were visually inspected and observed a bent cannula npe on all three samples. Most likely the customer's complaint needle clog occurred due to a bent npe cannula. As the samples returned were open, the root cause cannot be determined. Based on the samples returned, embecta was able to confirm the customer-indicated failure as a bent cannula npe. A lot history review was carried out and no related non-conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was able to confirm the customer-indicated failure as a bent cannula npe. The root cause cannot be determined, as the returned samples were opened.

Event description:
It was reported while using bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm (100 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported needles bent at non patient end during injection. Consumer also reported needle clog during injection, stated that there is no insulin flow. After investigating the needle clog, consumer realized that the non patient end needle was bent. Consumer does not re-use. Product component/issue/lot(s): needle - pe / clogged / 2186588; needle - npe / bent (during use) / 2186588.